Manufacturer narrative:
The insulin pump received with a constant flashing white light with beeping on the display due to vertical cracked lcd controller. The insulin pump received with minor scratched lcd window, cracked battery tube threads, scratched case, keypad overlay texture damage and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an audio anomaly from the insulin pump. The customer stated that there was a quarter inch crack near the area where the battery goes. The customer stated that they were having issues with battery out limits. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.